Event description:
Odd mlc messages appeared for the last two days. On investigation, the y2 diaphragm block was found loose. Six of the eight allan bolts had disappeared; the two remaining were about 5mm out. No evidence of locite was found on these two bolts. Radiographers had found one of the missing bolts sometime ago. From iview images and log files, it is thought that the situation only occurred recently. An internal hospital incident notification has been logged in the hospital system. The machine is 12 years old and maintained by hospital engineers.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation has been completed, more details and a conclusion will be provided.